Event description:
It was reported that the console has low power output. There were no errors and no issues with any fibers or blast shields. The procedure was completed with this original device. There were no patient complications.

Event description:
It was reported that the console had low power output after use. There were no errors and no issues with any fibers or blast shields. The procedure was completed with this original device. There were no patient complications.

Manufacturer narrative:
The console was not returned for analysis; however, it was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was inspected and recalibrated. The optics were checked for dust or damage; it was cleaned as needed but no damage was found. The beam image and quality were checked, and no adjustments were needed. The output power was checked in accordance with the service manual, all checks passed, and the unit is ready for use. Based on this information, the low power was not confirmed. Since the investigation was unable to identify any damage or malfunction related to the reported allegation, the investigation conclusion code selected for the complaint is no problem detected. Based on this information, the manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.